Manufacturer narrative:
Investigation ongoing.

Event description:
The 16 fr sheath was advanced through the left common femoral and parked in the distal aorta. A bav was performed in the aortic annulus with an edwards bav catheter. A 29mm s3 valve was prepped and advanced through the sheath. There was some resistance while advancing the delivery system when looking under fluoroscopy. Due to the distal aortic tortuosity and a aaa, the valve would not advance through the end of the sheath. After looking at the imaging closer, it appeared that amplatz super stiff wire was exiting through the seam of the 16fr sheath a few inches distal to the tip of the sheath. They pulled the sheath back while advancing the delivery system, but due to the split in the sheath the delivery system would not advance. The physicians decided to pull the sheath back outside of the body due to the sheath being split and attempt to advance the delivery system up the aorta. The 16 fr esheath was withdrawn out of the vessel on the delivery system and the proximal portion from handle to tip was cut to add length to the delivery system when advancing. The valve was aligned in the distal aorta and advanced through the aaa into the aortic arch. The delivery system tracked over the arch, but the physicians felt a lot of resistance when trying to cross the valve. The physician pushed forward with the delivery system, but could not get it across the valve. Eventually the physician felt the resistance give, but the delivery system did not advance. Under fluoro, the images showed a bend in the delivery system in the left external iliac artery. The blood pressure immediately dropped. The physician decided to immediately pull the delivery system back into the descending aorta and deploy the 29mms3 valve while emergently putting the patient on bypass. A contrast injection of the peripheral arteries confirmed a left external iliac rupture. Two 10mm peripheral stents were deployed across the ruptured area of the vessel showing no residual extravasation. Since the patient was on bypass and the chest was opened the physician decided to place a savr, 23mm edwards carpentier surgical aortic valve. Post placement the patient was taken off bypass and the chest was closed. The patient remained stable throughout the rest of the closure of the procedure. Without having a sheath to help guide the delivery system, the forward pressure of the commander delivery system while trying to cross the valve created a lot of pressure on the external iliac artery, eventually leading to the rupture. The minimum luminal diameter (mld) was 9x10.7 with moderate calcification and moderate tortuosity.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation inserted through the sheath hub in a used condition after being used in the procedure. The esheath was returned with the sheath shaft cut distal to sheath hub comnut and will be evaluated under a related non-reportable complaint. Multiple kinks were observed on the sheath shaft. The returned delivery system was inspected and there was a minor kink on flex shaft approximately 10¿ from distal nose cone. A kink was also observed on flex shaft just distal to handle nose cone, likely due to return shipping. There were multiple bends were observed on the flex shaft. Flex tip compression was observed. Additionally, gouges were observed on the flex tip surface. There were scratches on the distal flex shaft. No other visual abnormalities were observed on the returned delivery system. No functional testing related to delivery system difficulty crossing the native annulus was able to be performed. The outer diameter (od) of the flex tip was measured to ensure that the flex tip did not contribute to the crossing difficulty. The flex tip od measurements met specifications. The most relevant work orders for the failure mode reported in this complaint were reviewed and did not reveal any issues that could have contributed to this complaint. Lot history review did not reveal other complaints for delivery system difficulty crossing the native annulus. Review of complaint history reveals that the occurrence rate for difficulty crossing the native annulus for the commander delivery system does not exceed the april 2016 control limits for this trend category. No IFU/training inadequacies were identified. During manufacturing, the commander delivery system is 100% visually inspected by both manufacturing and quality for mechanical damage (e.g., kinks, cuts). Additionally, the device is 100% visually inspected by both manufacturing and quality to verify the flex function of the delivery system. These inspections make it unlikely that a defect present in manufacturing contributed to the complaint. The complaint for difficulty crossing the native annulus was unable to be confirmed. Visual inspection of the returned device did not reveal any manufacturing non-conformances. Imagery of the device during the procedure was not provided and unable to be reviewed. Per the cer, the patient had moderate vessel tortuosity in addition to moderate calcification in both the native annulus and native leaflet. Thus, it is likely that the calcification contributed to the reported difficulty in crossing the native annulus. Additionally, difficulty crossing the annulus may have been caused by the removal of the sheath shaft during the procedure. Sheath insertion into the iliac/femoral artery assists with straightening the access vessel and provides support during delivery system advancement through the access vessel and throughout the procedure. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified during product evaluation, no corrective/preventative actions are required. Since no product non-conformance was confirmed and is within complaint trending limits, a pra is not required. The complaint for difficulty crossing the native annulus was unable to be confirmed and no labeling inadequacies were identified. Review of complaint history revealed that the occurrence rate does not exceed the april 2016 control limits for this trend category. Therefore, no corrective or preventative action is required.